Event description:
The pt came to the clinic after receiving appropriate therapies for ventricular tachycardia. After the ICD was reprogrammed, the physician requested a complete interrogation, and during a threshold test, the device was not able to pace at 7.5v, x-ray revealed that the lead was in the pericardium. As a result, the lead was explanted.